Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was unable to adjust programs due to the 9-) button on the programmer being stuck. The pt's daughter cleared the error message by unsticking the button. The pt has no problems at this time.